Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead had dislodged and exhibited insulation anomaly. The lead was not used and replaced successfully. The patient was okay.